Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was fully occluded. The lesion was pre-dilated using a semi complaint balloon and stented with a xience alpine 2.5x38 mm at 16 atmospheres. Post deployment of the xience alpine des 2.50x38 rx ce stent, a dissection was observed. A xience alpine 2.5x12mm stent was used as treatment. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.